Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment power did not turn on. Review of the system log file showed that there were power issues. Fse identified that the power tray unit under the main cabinet in the machine room was faulty. Fse replaced the pdu fan tray and dcps (direct current power supply). After replacement with new power tray unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported to philips that the equipment power did not turn on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that the power tray unit under the main cabinet in the machine room was faulty. The defective part has been replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.